Event description:
Received a mandatory medwatch form from the customer which states, "during pulmonary artery wedge pressure check, a wedge waveform was obtained after insertion of 0.5 cc of air. Attempt was made to deflate the balloon. However, the monitor continued to show a wedge waveform. An attempt was made to extract any possible residual of air. None was present. The monitor continued to show a wedge waveform. Pt arrested within minutes of these attempts and expired." Upon further query, the reporter stated that the thermodilution catheter was inserted in 2002 due to oliguria. The catheter markings (distance placement) were unknown. Several wedge pressures had been taken with no problems until 3pm. It was reported that the pulmonary artery waveform was dampened prior to the 3pm wedge attempt. The nurse injected 0.5cc of air into the balloon. Several unsuccessful attempts were made "to deflate the balloon" as the waveform continued to indicate wedge placement. After 3 minutes of working with the catheter, the pt experienced bleeding from the nose and mouth and a code was called. The pt expired at 4:48pm. It was reported that "it is unsure if the pt's death was related to the incident." The pt's symptoms and cardiac rhythm prior to the arrest were unknown. Although requested, no add'l info was available.